Event description:
Additional information received reported that a different device was used and implanted. There were no impedances and the patient was doing well. The original event was reported to have happened three times so it was unclear which event the follow up information pertained to. It was unclear if it applied to each patient or only to one of the three. Refer to manufacturing report #3007566237-2013-00724 and #3007566237-2013-00726 for the two related events.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported the healthcare provider (hcp) had difficulty advancing the lead into the implantable neurostimulator connector block. It was stated the hcp tried to insert the lead for about 5-10 minutes. When the lead was in place, impedances were measured and "multiple pairs were out of range." The information reasonably suggested the ins was not implanted. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported that there were two implantable neurostimulators (ins) used. One was sent back for analysis and the other one was implanted by the physician. It was noted that 3 events of difficulty advancing the lead into the header block were mentioned because the impedance problem had been something that "came up multiple times that month".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.